Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic received a vibratory alert from their implantable cardioverter defibrillator. The cause was a event queue overflow-related backup vvi mode. Patient then presented to the clinic where a device restoration was completed. Patient was stable after the event.